Event description:
Customer reported back to back readings obtained on customer's fasttake meter within 10 mins were 61, 217, 309 and 83 mg/dl (a 72% difference). No symptoms were reported. Customer did not have control solution to perform qc test. The meter was replaced. There was no allegation of harm.